Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. Please see also section h6 component code for correction and updates corrected fields: h6 (component code) updated from tube to imager. The device was returned to olympus for inspection and the reported failure was confirmed: "a black image". Device evaluation found the r-unit (charged couple device) is broken, the fibre bonding in the outer tube area (distal end) is damaged and the protector of the video cable section is cut. Based on the results of the investigation, it is likely the following led to the malfunction: the black image occurred due to broken charged coupled device (r-unit). A definitive root cause of the reported failures could not be conclusively identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device displayed a black image. This event was found prior to the procedure. There are no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed a black image. This event was found prior to the procedure. There are no reports of patient harm.